Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-use inspection, there was a leak from the circuit. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
G2 - report source, corrected. H4 - device mfg date is unknown, no information is available based on reported lot number. H3 and h6. Evaluation codes: updated. One device sample was received in used condition in a plastic bag. Four photos were also received and evaluated. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. A leak test was performed, and the device failed confirming the complaint. Corrective actions are in process to address root cause investigation. A device history record (DHR) review was not performed.